Event description:
It was reported that the powered laser surgical instrument did not pair with the wireless footswitch. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6, h3, h4, h7, h9. Corrected fields: e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation and the event could not be confirmed. Upon reviewing IFU, soltive¿ laser system, revision ah, it was found that the "connecting the wireless footswitch" section on page 30, includes: "pair the wireless footswitch if wireless footswitch operation fails. A wireless footswitch arriving separately from the soltive laser system will need to be paired with the soltive laser system by following the instructions in this section before use. If wireless footswitch connection issues are encountered, try moving the wireless footswitch closer to the system console. If the relocation of the wireless footswitch fails to resolve the connection issue, try moving the system console and wireless footswitch away from any wlan access points." Olympus will continue to monitor field performance for this device.